Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement energy delivery, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was very broken. It broke during the procedure and the surgeon was not able to straighten it out. The surgical tech had to use the jaw tool to manipulate it so they could remove the instrument. The procedure was completed with no reported injury.